Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device turns off by itself. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The interface connector pins were observed to be recessed during visual inspection. A known good battery was used during functionality testing since the device was received without the customer's battery. The unit powered on and off on battery power; however did not power on and off using ac power. A 10 beep watchdog alarm is triggered after boot up and the device cannot take measurements with this condition present. Internal inspection found a short which caused the voltages in the instrument board to be out of range; however the reported issue was not duplicated. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device turns off by itself. No consequences or impact to patient were reported.